Manufacturer narrative:
The investigation into this event was unable to conclude a root cause. The customer provided quality control results which were at the lower end of the acceptable range and all pt results had reported as less then the reportable range for the previous two weeks. The customer was unwilling to troubleshoot or assist in the investigation. The customer requested instrument service, and per standard process, a replacement device was shipped to the customer, and the customers device was mailed to ocd for service.

Event description:
The operator of a vitros dt60 ii chemistry system observed imprecise pt results with vitros nh3 dt slides. The pts were veterinary samples, no human samples were involved. The results were reported. The laboratory did not report any allegation of human pt harm.